Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Event description:
Additional information reported stated that the patients primary cause of death was chronic respiratory failure and secondary was chf and copd.